Event description:
It was reported that the symptomatic (fatigue) patient presented in clinic during follow-up in backup vvi mode. Due to battery voltage, further troubleshooting could not be performed. The pulse generator was explanted and replaced successfully.

Manufacturer narrative:
(B)(4).